Manufacturer narrative:
(B)(4). The service history revealed no repetitive failures, no workmanship or process issues, and no similar complaints related to the reported problem. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia event coincident with automated peritoneal dialysis (apd) therapy. It was not reported whether the onset of the hernia occurred before or after the start of apd therapy. It was not reported if the hernia worsened with therapy. Treatment was not reported. The cause and the location of the hernia were not reported. It was not reported if the patient was hospitalized for the event. Patient outcome and action taken with apd therapy were not reported. No additional information is available.